Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs show numerous warnings for camera visibility. Camera position and or light reflection can effect camera visibility and subsequent navigation with the system. During navigation the software alerts users when the system experiences a loss of camera visibility with a "required navigation objects hidden" warning. It is also recommended that the user performs anatomical landmark checks before proceeding with navigation and the placement of implants in order to identify any navigational integrity issues. Additionally, it was reported the user adjusted the camera and or lights after the two bolts were misplaced by approximately 4mm. Following this adjustment and under the same registration used originally, the user accurately placed a second set of bolts and proceeded in the case with no further issue. The misplaced bolts and accurate bolts being placed under the same registration indicate the original error could not be due to patient movement or a reference array shift. The user followed appropriate technique by performing anatomical landmark checks and adjusting the camera/or lights after issues with visibility. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.